Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead exhibited noise and oversensing one week post implant. Additionally, the patient developed a hematoma in the device pocket. A revision procedure was performed to evacuate the pocket. During the revision procedure, the lead to device header connection was observed to be loose. The lead was disconnected and reconnected to the device header and the procedure was completed. One month later, continued noise and oversensing was observed in addition to a steady decrease in ra pacing impedance measurements from 600 to 375 ohms. Boston scientific technical services (ts) discussed the potential for a lead revision procedure. Available information indicates this product remains implanted and in service. No additional adverse patient effects were reported.